Event description:
Hill-rom received a report from the account stating the pt right siderail was not latching. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Hill-rom technical support found the spring for the latch was not working. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The account replaced the spring to resolve the issue. Based on this info, no further action is required.